Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the faradrive steerable sheath clear was selected for use during an pulse field ablation procedure. After conclusion of the procedure air was observed in the faradrive sheath. The procedure was successfully completed using the same device. No patient complications have been reported. The product is not expected to be returned for analysis as it was disposed.